Event description:
Crew responded to a cardiac arrest, pt was asystole when the crew arrived. Hospital emergency room physician requested als care be started, CPR was started and drugs were given to the pt, with no change in pt condition. Reportedly, when an attempt was made to pace the pt, the pacing function could not be activated. CPR was continued and the pt was transported. The code was called when the pt was delivered to the hospital. The reporter stated device operation did not cause or contribute to the pt's outcome. The reporter's opinion was based on the pt's persistent asystole state and lack of response to drug therapy and CPR.